Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It was indicated that the patient exposed components CT scan, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2024, the patient reported that they were sent to the intensive care unit (ICU) because of diabetic ketoacidosis (dka) while the cgm was providing inaccurate readings. The patient declined to provide further event details. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 20/30 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.